Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands failed to deploy. There was no difficulty setting up the device. The procedure could not be completed.